Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient experienced significant post operative pain. Due to feedback regarding the dls recall rc-2013-rn-00596-1, this event is being reported. The surgeon did not think it was due to the plate and screws but he wanted to flag it. The surgeon is not expecting anything further from this report. Affected articles are 09.213.022s to 09.213.070s and 09.223.032s to 09.223.090s. No material is available. This is report 1 of 2 for complaint (B)(4).